Event description:
It was reported that during harvesting of a skin graft, the dermatome blade cut deeper than the dermis into subcutaneous fat. The event occurred while transitioning from the thigh to the buttock. A laceration approximately 2 inches in length was produced and was repaired. The resultant scar was anticipated to lie within the donor-site harvest scar. The patient required laceration repair. No deeper structures were injured, and the laceration was not expected to negatively impact short- or long-term healing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.